Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the issue. It was reported that patient faced 20 infusions set leakage at site event on 27-apr-2024. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.